Event description:
While surgeon was closing, the skin stapler jammed 4 staplers. They were removed. After removal, it misfired. A new stapler was opened and it worked. ======================manufacturer response for stapler, skin, proximate (per site reporter)======================rep will pick up product on thursday.